Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump received with unexpected battery power loss shown in power graph and had high sleep and active currents, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the consumable of battery was abnormal as only sustaining for only 2-4 hours, then drop into the critical out of power. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.